Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoirs were leaking inside the insulin pump. Customer stated there was insulin inside the reservoir compartment. Customer stated that she noticed the condensation in the reservoir compartment about a day after putting the infusion set on and she can see insulin in the reservoir. Customer stated that the reservoir was used and the leak was at the 2 black o-rings. Customer stated that the leak is past the 2nd o-ring. Customer stated that there is not an air bubble in the reservoir. Customer was advised to return the reservoir for analysis. Customer was advised that the reservoirs will be replaced.